Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis :humerus patellar fracture procedure: fracture it was reported that the cable broke intra-operatively. Patient was involved in the event but no patient complications or symptoms occurred.

Manufacturer narrative:
Product analysis: the cable has been returned in two sections. A visual review of the two severed ends indicates the two pieces do not match. As one end appears to be a clean cut and the other end appears to have been frayed. A microscopic review of the individual cables shows that the angles are similar and there does not appear to be necking that is associated with linear force. There is also damage to the eyelet noted. It appears the cable may have been cut. If information is provided in the future, a supplemental report will be issued.